Manufacturer narrative:
In troubleshooting: the customer restarted the device and the image restored immediately. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope had the main monitor, sub monitor and wall monitor all went black. The issue occurred during laparoscopic hysterectomy therapeutic procedure. The procedure was completed without replacing the equipment and there were no reports of patient injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The subject device manufacture date was not identified as the serial number was unknown; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the suggested event was reproduced and confirmed. There was a blackout when the distal end was heated. It was determined that the problem was with the image sensor unit which likely underwent electrical stress from repeated energization, leakage from other products, or accidental overcurrent caused by the application of static electricity. A leak from the bending section of the device was also confirmed, likely from water or moisture that may have entered the device and affected the image sensor at the distal end. As for the cause of the leak from the a-rubber, multiple scratches and holes were confirmed in the a-rubber. There was the possibility that it was rubbed when it was pulled out at an angle when using the trocar, causing it to be bumped, and maybe coming into contact with some kind of sharp object. Olympus will continue to monitor field performance for this device.